Event description:
In december 2005, a clinical incident involving an evac t&a plasma wand was reported to arthrocare corporation. During an tonsillectomy procedure in which the left tonsil was excised, the pt was reported to have sustained a burn measuring approx 1 cm by 2 to 3 mm in the left oral commissure area. It was reported the proximal insulated portion of the wand was allowed to rest against the oral commissure. The wand was removed and ice was placed on the burned area for one minute. The burn was examined and appeared superficial. It was also reported no other devices came in contact with the area in which the burn occurred other than the evac wand. The burn was treated by debridment and ointment.